Event description:
The pt was undergoing the placement of an a-line in the right foot, dorsalis pedis artery. The a-line was being placed utilizing ultrasound guidance. During a-line placement, wire threaded smoothly but resistance was met when threading the catheter. The a-line catheter unfortunately became lodged and the needle was unable to be removed easily. It was noted that the distal portion of the a-line catheter had sheared off and was palpable in the subcutaneous tissue. The pt had to have the retained portion of the catheter surgically removed.